Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No damage to the battery cap was observed; the cap contact dimensions were within specification. The cap was able to secure to a test pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. It was reported the battery cap's yellow o-ring was visible at the time of the power issue. It was reported there was no damage to the battery compartment or battery cap. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.